Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician plans to continue to monitor the patient. The field representative confirmed that there were no adverse patient effects. This rv lead remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a health care professional (hcp) that this device and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement. The hcp also noted that the patient had a ventricular tachycardia (vt) ablation procedure the day of the low shock impedance measurement. The device and rv lead remain in service. No adverse patient effects were reported.